Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (transfer set), is related to case with patient identifier (B)(6) (cannula/headset).

Event description:
It was reported that insulin leaked from the connector connection of the infusion set. No adverse event reported. Return of the suspect device was requested for evaluation.